Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed weak signal and lost sensor. The blood glucose reading was not available because the customer did not want to talk or be called. The customer declined troubleshooting and disconnected the call. Nothing further reported.